Event description:
This report is based on information provided by philips remote service personnel and has been investigated by the philips complaint handling team. Philips received a complaint from customer biomed reporting check vent alarm - primary alarm failed error message on a v60 ventilator. The device was not in clinical use. There was no report of harm. A philips remote service engineer (rse) evaluated he issue with biomed and reported code 1102 (primary alarm failed) was logged in the diagnostic event report. Also noted was startup code 5021 which identified the device failed speaker testing. The customer biomed removed the power speaker and found the electrical resistance measurements were out of tolerance per specifications (6.8 to 9.2 ohms (o)) provided in service manual for error code 1102. Biomed reported the measurements were infinite resistance at the connector and 40m o at the speaker. The rse recommended replacement of the speaker assembly which aligns with service manual recommendation. The rse provided the part number to the customer. Investigation ongoing.

Manufacturer narrative:
The part was received and installed. The device returned to service. Failed part was scrapped.